Event description:
The customer reported failure to discharge. The customer reported a failure to discharge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported failure to discharge. The customer reported a failure to discharge. There was no report of involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.